Event description:
Surgeon performed an acl revision, and it was reported that tiny pieces of metal were present on the c-arm x-ray. It was confirmed that the device used was a guidewire used with a drill bit and that the metal pieces were from the guidewire.

Manufacturer narrative:
Device is not being returned for evaluation.